Event description:
It was reported that the left ventricle lead had dislodged. The lead was successfully repositioned and the patient was in stable condition. On (B)(6) 2014 the left ventricle lead was capped and replaced due to the patient experiencing diaphragmatic stimulation in all vectors at minimum output.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.